Manufacturer narrative:
The failure investigation has been completed and the alleged pump issue was verified. However, the high blood glucose level issue was unable to be verified due to the pump issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl with medium-large ketones. Reportedly, the customer went to the emergency room (ER) due to impacted bg's and ketones. While in the emergency room (ER), the customer was treated with fluids and insulin injections. The contact reported that the cause of the high bg level was due to a virus; however, the contact also stated that the ER doctors stated that the pump was "not working". After being in the ER for approximately 10 hours, the customer left the ER with a bg level in the 300 (mg/dl) range and reported "feeling better". The contact declined further troubleshooting regarding issues.